Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5+. Xt (lot: 40325r1005) was chosen for implantation. Imaging was difficult due to imaging. Upon steering down to the valve, tension was felt in the clip delivery system (cds) inside the steerable guide catheter (sgc). It was decided to remove the clip before attempting a grasp. The clip was caught on the anatomy. When the clip was able to be removed, tissue was observed on the clip. On imaging, a torn chord or tissue was observed posteriorly. Tr had now worsened. Xt (lot: 40325r1074) was then attempted to be implanted but one of the grippers would not lower during preparation. Troubleshooting was performed with no success. The device never entered the patient anatomy. Two replacement xt triclips were implanted successfully, reducing tr to grade 2-3. Final mean tricuspid valve gradient was 6mmhg, but the physician was satisfied with the result despite the elevated gradient.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported single gripper actuation issue was determined to be a potential product quality issue. Therefore, a CAPA (corrective action/preventative action) has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.